Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "detecting cartridge" screen and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. Customer has not tested their blood glucose (bg) level, but stated they believe their bg's are high. Customer stated a bolus will be delivered to stabilize blood glucose levels.